Event description:
Zoll radiotransparent defibrillation electrode, single - during compressions, staff reported pads feeling hot to touch and smelling like smoke/burning. Pads were immediately removed and replaced with new pads. There was no spark noted during defibrillation. Per staff at bedside, contact to skin was poor and the pads were re-adhered.